Manufacturer narrative:
B3. Date of event: no information was provided. Complaint was confirmed. Demand valve and vrv modules were replaced. Calibration and preventative maintenance were performed.

Event description:
A device was returned for investigation with no reported reason for the return. Upon investigation, a faulty demand valve and vrv was found. No patient harm or involvement was reported.